Manufacturer narrative:
Mandatory medwatch form (B)(4) received. Externalized conductors due to internal insulation abrasion were noted at 98-13.3 cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that when an asymptomatic patient presented for normal follow-up, externalized conductors and high, out of range high voltage lead impedance were observed. The lead was explanted. The patient was stable before, during, and after the procedure.